Manufacturer narrative:
The user facility's biomedical engineer isolated the malfunction to a terminal server used with the device (a centralized patient monitoring system). The terminal server connects individual patient monitors to a computer cpu. The terminal server was not returned to welch allyn for evaluation because investigations of similar malfunctions have been conducted previously. The terminal server is not manufactured by welch allyn. The user facility's terminal server was obsolete and no longer supported by its manufacturer. Welch allyn responded to the customer's report by suggesting that they replace their obsolete equipment. The customer subsequently did this.

Event description:
The customer reported that failure of their terminal server had caused their acuity patient monitoring system to stop, interrupting centralized patient monitoring. However, patient vital signs monitoring continued at bedside with local bedside patient monitors for any patients connected to the system at the time. There were no patients harmed in any way by the event. Note 1 from a1: it was not possible to determine patient identifiers of any patients that may have been connected to the system at the time of the reported malfunction.